Event description:
Patient representative reported "a diagnosis of bia-alcl, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress pain and suffering" this record is for the right side. The device has been explanted and replaced. No pathological markers have been provided.

Manufacturer narrative:
The events of lymphoma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: device only intended to be implanted temporarily.